Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that they recharged their device and wanted to know how to turn the therapy on. Walked caller through how to connect the handset and communicator to the stimulator. Patient got a por. Patient was able to clear por and successfully connect. The troubleshooting steps that were taken on the call resolved the issue. Patient was able to turn therapy back on.